Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# : (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had no relief with using the stimulation. The impedance's show over 10,000 on 0, 3-7. All other contacts show within normal limits. The patient was reprogrammed using unaffected contacts getting good coverage. The patient will try new groups using contacts within range. The patient stated that they feel comfortable at the moment.

Event description:
Additional information received from the manufacturer representative reported that the out of range lead was removed during revision surgery and replaced with a new lead. Further information received from the patient via the representative reported that after they were reprogrammed in the office it was not helping their pain at home. The patient confirmed in the office he had coverage and pain relief, however, when he went home and sat on the couch he no longer received relief. The patient requested additional reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.